Event description:
The scoring element detached from the distal tip of the balloon catheter. The proximal bond is intact and all components were removed from the pt.

Manufacturer narrative:
The pt info is unk. Attempts to obtain the info has not been successful. Angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member detached between the balloon tip seal bond and distal bond. The inner member is stretched at the distal end. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.